Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized and their blood glucose readings were over 600 mg/dl. Customer states that their insulin pump was not working.